Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. It was reported that the closure device was implanted in the laa of the patient. At an unknown time, it was noted that the closure device had embolized out of the laa. The patient was brought to have surgery in order to retrieve the closure device. The closure device was successfully retrieved, and the patient is expected to make a full recovery.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. It was reported that the closure device was implanted in the laa of the patient. At an unknown time, it was noted that the closure device had embolized out of the laa. The patient was brought to have surgery in order to retrieve the closure device. The closure device was successfully retrieved, and the patient is expected to make a full recovery. It was further reported that a month following implant, the patient experienced chest pain and it was noted the 24mm closure device had embolized to the patient's cardiac outflow tract. The patient is doing well and has since been discharged from the hospital.

Manufacturer narrative:
B5: describe event or problem - updated.